Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were a number of failures reported in drawers 3.1 and 4.1. A field service engineer (fse) reseated the cables in drawers 3.1 and 4.1 to resolve the issue and tested functionality using the hardware test application (hta). As part of maintenance, the fse resecured all row board, retractor, and internal pyxis bus cables, vacuumed the e compartment, and inspected the unit for loose medications and debris. Drawer rails and slide bumpers were checked for proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, while user recovering failed pockets at the station, the customer observed a significant delay between drawer and pocket opening. Pocket a2 in drawer 3.1 containing tramadol recovered successfully. During recovery of pocket a4 in drawer 4.2, listed as insulin glargine, the system incorrectly displayed tramadol for ejection. The unload was completed, and the server report later confirmed insulin glargine was unloaded, indicating a display to report mismatch. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.